Event description:
Multiple reports throughout [redacted]-multiple facilities reported in regard to medline gloves. See below reports associated with poor quality: fusing, clumped together, stuck together, breaks, rips, tears, holes.... I had gloves tear when trying to open them and then when trying to put them on. They are from bosma enterprises-medline. Precision touch ice. Size large. Gloves are coming out of box with cuffs fused together, ripped, tearing. Housekeeping personnel and some nursing personnel reported gloves ""disintegrating while wearing and using cleaning supplies"". Bosma enterprise gloves size medium multiple torn gloves directly out of boxes. Gloves rip easily upon donning. New brand of gloves to mitigate past brand's deficiencies. This brand of gloves is not reliable ppe [personal protective equipment]. I have applied the new gloves size small all day today in several rooms. Every glove I initially put on ripped. I had to go through 1-3 pairs before I got one that did not rip. They are stuffed in the boxes so tight that when you pull a glove out they are sticking together. When you pull the gloves apart to put your hand in they rip. Gloves with holes. New gloves easily rip and very thin. Delayed care due to constantly pulling new gloves because they are all sticking to each other and then rips or the edge of the gloves fall apart, and poor quality as I slide my hand in, it rips. Risk for fluid contamination to staff. Bosma enterprises precision touch ice gloves are poor quality, torn at wrist gloves are unusable. Huge tears in gloves as they are coming out of the box. Issue with new gloves: throughout tour multiple pairs of gloves tore upon attempts to separate at wrist, where the opening should be. Many gloves appear to be stuck/melted/fused together at the wrist end. Also, multiple gloves tore with attempt to don. These gloves are brittle and the glove boxes are packed so tight initially, it is extremely difficult to remove the first 10-20 pairs without damaging the box or the gloves themselves. The gloves provided are not osha [occupational safety and health administration] standard. The gloves break during donning and during direct patient care where fluids are being delt with. Every shift I have worked since we began using the new gloves, I have had multiple in a row tear immediately while putting them on. Every single shift. "Was going to patient care and gloved up before entering. Upon wearing the gloves noticed two holes at the tip on the third and 4th digit. This was on a medsurg inpatient unit. These are non-expired. Some of these have large holes before using it. Please note that many of these boxes of gloves in all sizes have had many issues. The majority of the gloves in the box are thrown away because they are unusable. They have tears out of the box, they are missing the cuff, fingers, they have no opening to even put your hand in, they are stuck together and cannot be opened. They tear very easily which puts medical staff at risk of being exposed to bodily fluids. Major safety concern and delay in care trying to find a glove that is actually usable. Slows down workflow. The purple bosma were great, the light blue were also awful, however these darker medline precision ice have been the worst. During surgery, sterile gloves tore without impetus. A new pair was handed to the field. These also tore when attempting to put them on via sterile technique. This occurred with the scrub rn, all three surgeons. Medline sensicare pi ref msg9080 lot#5024581480-2. This placed the patient at risk for ssi [surgical site infection] due to breaks in sterility. Precision touch ice gloves size small, ripped when attempting to put on. Lot 4518686929sm. Supply came and collected the box of gloves that are bad. She brought me a new lot#. Unfortunately, these are bad as well. I will attach [redacted] information of the gloves out of the new lot. Lot # 4518686929sm. "Precisiontouch ice glove - quality issue. Gloves are adhered shut. Difficult to separate. Adhered together, time consuming to open each glove. Rip easily whiling donning". "Staff attempted to use medium gloves but 7 gloves pulled were defective. Each glove that was pulled wouldn't open or was torn. Medium gloves were ripped in two separate veteran rooms while staff were completing nursing cares. Staff reported pulling out at least 5 ripped gloves in various veteran rooms when completing veteran cares. Staff noted another ripped glove when taking a pair of gloves out of a box in a veteran room. Ripped gloves pose an infection control risk. Gloves in the endoscopy labs now torn during a colonoscopy three times this week. Every staff member is having this problem. This occurred on one occasion with a patient who has a chronic hepatitis virus. These gloves are made very poorly and we often go through 4+ before we find a pair that does not rip immediately. Attempted to retrieve 2 medium size gloves from the glove box for donning to clean an exam room. Very difficult to pull the gloves from the box due to being very compacted. When I pulled the first glove from the box, it ripped. I pulled out the second glove and when donning it, it ripped. I then gently pulled 2 more gloves and gently put them on to avoid ripping. I did have to un-wrinkle both gloves prior to applying them. Here is a list of some of the reports we received that were defective: 1-medline precision touch ice powder free nitrile exam gloves size small 73-20501, lot: 4518686926sm 2025-09-01 esmo5252460". 2-medline precision touch gloves, lot: 4518686926sm, lot: 4518686929sm, lot: 4518686929sm, lot: 4518686929sm, lot: 451868629sm, lot: 4518686929sm, lot: 4518686929sm. 3-ref 73-20503, lot: 4518686929lg, 451868692lg, lot: 4518686929sm, 4518686929sm. 4-ref 73-20502 lot: 4518686929md, 4518686929md. 5-medline sensicare pi ref msg9080 lot#5024581480-2, lot 4518686929sm, 4518686929md. Manufacturer response for medline precision touch ice powder free nitrile exam gloves, precision touch ice powder free nitrile exam gloves (per site reporter). No improvements to products. They replaced with other products that were also defective and poor quality. Manufacturer response for medline sensicare pi, medline good works performance pro nitrile gloves (per site reporter). Replaced with products also unusable and defective. Manufacturer response for medline gloves, medline precision touch ice glove (per site reporter). They replaced with other products as well that were defective.